Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: there were call service (cs 064) alarms observed in the black box history during prime. A rewind, load and prime sequence and 24 hour duration test were performed successfully with no alarms occurring during testing.